Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump. The patient reported that they had magnetic resonance imaging (MRI) this morning around 7:30am. The patient came in to have her pump checked at the hcp office. The pump logs showed the pump stalled at 7:48am. The patient stated that there was no indication that the pump had restarted. The technical services (tss) reviewed telemetry mode and suggested that the patient keep checking the pump logs for the restart verification. The patient verified the pump was not currently alarming. The patient services verified that the patient has a synchromed 2 pump but could not find the patient in registration. The healthcare provider (hcp) called back to report that the pump logs were still not showing a recovery code. The tss suggested that they check in with the patient. The hcp verified the patient was not hearing an alarm.